Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product associated with this complaint to perform failure analysis (fa). The force bipolar instrument was analyzed and was found to have a broken conductor wire at the entrance of the grip near the force amplification pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. The complaint was confirmed based on fa.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing the force bipolar instrument was found to have a black wire broken in the tip. There was no reported injury.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.